Event description:
Asr revision - left hip.metalosis, alval, metallic wear particles.(B)(6) update from crawfords spreadsheet dated (B)(6) 2011- added revision surgeon.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) . Reason for original complaint - asr revision - left hip. Metallosis, alval, metallic wear particles on 19/12 - update from crawfords spreadsheet dated 2 december 2011- added revision surgeon. Update received 14th may 2014. Confirmation received on 21st may 2014. Surgery date amended and additional reason for revision added. Scf and depuy form also received. Additional hospital added.